Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.501.080; lot: l254389; manufacturing site: haegendorf; release to warehouse date: january 26, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record (DHR) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. No service history review can be performed as part number 03.501.080 with lot number l254389 is a lot/batch controlled item. The service history review is unconfirmed. The customer reported the device would not tension. The repair technician reported the trigger was sticking. Sticky trigger is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthes final inspection on august 9, 2018 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and returned to the customer; no design or manufacturing issues were identified. Therefore, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant a review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the two (2) application instruments for sternal zipfix have shot springs that would not tension. The issue was observed during surgery. There was 5 minutes surgical delay. The surgery was completed successfully as planned. Patient outcome is good. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 2 for (B)(4).